Event description:
It was reported that the customer had high blood glucose levels of over 123 mg/dl. The customer reported that on (B)(6) 2014, she was hospitalized. The diabetes instructor of the customer also informed the customer that the insulin pump was no giving a bolus. The customer also reported a blank display on the insulin pump. The customer also reported a battery out limit alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
Insulin pump received with operating currents within specifications. Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor. Insulin pump was unable to perform occlusion test and excessive no delivery test due to prime anomaly. Insulin pump was monitored and no blank display anomalies were noted. No damage on the connector lcd isolation tape noted. Insulin pump had moisture damage was noted at the lcd board per visual inspection. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.